Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and the scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, failing to submerge the balloon prior to use does not appear to have contributed to the balloon rupture.

Event description:
It was reported that the target lesion was in the proximal left anterior descending artery (lad) with mild tortuosity, heavy calcification and 99% stenosis. Pre-dilatation of the very heavy calcified lesion was performed first with a mini trek 2.0 x 15 mm balloon, then with a trek 3.0 x 20 mm balloon. As the vessel was still not sufficiently opened, an nc trek 3.0 x 12 mm balloon was used. Resistance during advancement to the lesion was reported. The nc trek balloon ruptured at 18 atmospheres (atm). It was reported that the balloon was not submerged in saline during preparation. No adverse patient effects were reported. No additional information was provided.